Manufacturer narrative:
The fse resolved the issue by installing a full helium tank. Subsequently, pm service was completed and the iabp unit passed all functional and safety test to factory specifications. The iabp was released to the customer and cleared for clinical service. The initial reporter named is a getinge employee whose contact details are: (B)(6) which differs from that of the event site.

Event description:
It was reported that during preventative maintenance (pm) performed by a getinge field service engineer (fse), the customer had requested for a new disposal helium tank to be installed in the cardiosave intra-aortic balloon pump (iabp) from the hospital inventory. Upon installation, the helium tank was found to be empty. There was no patient involvement, and no adverse event reported

Manufacturer narrative:
Updated fields: b4, b6, b7, d10, g3, g6, g7, h2, h4, h6(investigation type), h10, h11. Corrected fields: g1(contact person), h6(component codes).

Event description:
N/a.